Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had been experiencing elevated blood glucose (bg) since (B)(6) 2012, up to 30 mmol/l with nausea and weight loss. The patient stated that the lowest she was able to get her bg down to was 18 mmol/l after giving a correction via insulin pen. Customer support reviewed the pump with the patient and found all settings and histories were correct. The patient confirmed that she does suspend the pump for showers and stated that she used a temp basal program on (B)(6) 2012, in an attempt to lower her bg. The patient denied any changes in medication or activity, and confirmed that the insulin being used was within date. There were no mechanical issues found with the pump during troubleshooting, and the pump is not being returned at this time. The patient stated that on (B)(6) 2012, there were air bubbles in the system but the air bubbles were cleared and her bg remained elevated. The patient was instructed to change the insertion site with a site that had not previously been used, and was also advised to contact her health care provider for assistance with elevated bgs. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy and a cause for the elevated bg could not be found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.